Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The bellows was replaced. No report of patient involvement.

Event description:
The hospital reported that the bellows was not filling. There was no report of patient involvement.